Manufacturer narrative:
Through communication with the reporter, completed by olympus technical support in troubleshooting the reported problem, the user facility reported that they isolated the problem to a specific scope and assigned the cause of the reported problem to the scope.

Event description:
A user facility reported to olympus that they were getting an e311 "white balance incomplete" message and there was no scope image on the screen when they connected an olympus series 180 scope to the cv-190. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.